Event description:
Consumer called to report getting erratic reading with his meter. Analysis run on consensus error grid using mean reading (252) as ref point vs bd reading 9440,218,97) yielded some data points in the c zone of the grid, outside of acceptable limits.